Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system required the pocket load messages to be resent from pyxis to the hospital system application medication tracking system. A technical support specialist (tss) reported that a multiple follow-up was performed to confirm the list of stations requiring pocket load messages to be resent and to determine the preferred schedule for completing the activity, including whether the request applied to specific stations or all stations within the facility but received no update. The tss contacted the customer and confirmed that the required device list and schedule were not yet available, at which time the customer requested that the case be closed temporarily and agreed to reconnect once the necessary details were provided. Therefore, the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ es server system required the pocket load messages to be resent from pyxis to the hospital system application medication tracking system. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.